Manufacturer narrative:
Concomitant medical products: 6 f. Envoy mpd da xb guide catheter, 95 cm and prowler 14 microcatheter. Lot unknown; (B)(4). Device manufacture and expiration dates are unknown since lot number not provided. Conclusion: products were not returned for analysis. In addition, the lot numbers were not provided; therefore, a DHR review could not be performed. It is not possible to confirm the resistance between the deltamaxx coils and prowler microcatheters or the coil stretching and separation without product return for analysis or procedure films for review. The resistance and other procedural factors may have contributed to the coil stretching and separation; however, the root cause cannot be conclusively determined. The IFU cautions ¿if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1 inch (2-3cm). If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system.¿ since there was no evidence to suggest the events were related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report. This is 1 of 4 MDR reports being submitted for this complaint with associated report numbers of 3008264254-2016-00024, 1058196-2016-00074, 2954740-2016-00112 and 2954740-2016-00111.

Event description:
During treatment of a ruptured right posterior communicating artery aneurysm with subarachnoid hemorrhage (sah), there was resistance between the prowler 14 (606151fx/ lot unk) and a 6mm x 25mm deltamaxx coil (cdx18062530/lot unk), and the coil stretched, fractured and separated. Later, a 5mm x 20cm deltamaxx coil (cdx18052030/lot unk) became stuck in the prowler 14 microcatheter (catalog and lot unk) during attempt to withdraw the coil. The patient had presented with headache and altered mental status. Cerebral angiogram demonstrated ruptured posterior communicating artery aneurysm with sah. The 6mm x 25cm deltamaxx was the first coil used, and was introduced through the prowler 14, 150cm 45 degree tip microcatheter into the aneurysm with resistance, but it was not possible to deliver the entire coil due to the coil size. However, during attempt to remove the coil, there was continued resistance between the coil and microcatheter, and the coil became stretched, fractured and separated from the pressure wire and proximal clinical segment. One segment of the coil was in the aneurysm with the stretched component that was "free floating". Therapeutic anticoagulation with heparin was administered. They attempted to retrieve the coil using multiple devices including 2mm and 4mm alligator retrieval devices, as well as a snare cerebral device; however, all of these attempts were unsuccessful. Additional angiography revealed the free-floating coil within the internal carotid artery, and a portion of it within the right posterior communicating artery aneurysm. In addition, there was occlusion of the right internal carotid artery with minimal flow past the occluded segment, and stagnation with intraluminal thrombus due to the free-floating coil. They decided to access collateral circulation to determine need for further thrombectomy and device retrieval; however, there was inadequate collateral circulation. Therefore, a trevo 6mm stent-retriever was introduced and used to engage the coil. The coil, stent receiver, thrombus and microcatheter were removed as a single system. Follow-up angiography revealed that the coil was completely removed from the patient. There was no evidence of thromboembolic complication or parent vessel occlusion. There was normal flow within the internal carotid artery, right middle cerebral artery and right anterior cerebral artery with good capillary and venous flow. It was reported that the procedure was delayed one hour due to the event; however, there were no patient symptoms as a result of the coil separation or thrombus. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. An adequate flush had been maintained through the microcatheter. The prowler 14 microcatheter did not appear damaged during the procedure, and excessive force had not been applied to try to remove the coil from the aneurysm. Next, a 5mm x 20cm deltamaxx coil was introduced through a prowler 14 microcatheter, but was not suitable for the aneurysm because it was too long. An attempt to remove the coil was make, but the coil became stuck within the microcatheter. The microcatheter and coil system were removed as a single system. There were no retained fragments within the patient's body. The procedure was completed with an excelsior sl 10 microcatheter and implantation of an orbit galaxy 5mm x 15cm coil and a 3mm x 4cm orbit galaxy coil. There was no filling within the dome of the aneurysm, and mild filling within the neck. A continuous flush had been maintained through the microcatheter, and the microcatheter did not appear damaged. There was no patient injury as a result of the coil being stuck in the microcatheter. All devices were discarded and not available for analysis.